Event description:
It was reported the pt stopped using her scs system over 2 years ago due to ineffective stimulation. It was also reported no reprogramming attempts were made. The system will be explanted due to the patient needing an MRI.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.